Event description:
(B) (4). It was reported that during a percutaneous transluminal coronary intervention procedure, the tip of the guide wire became detached. The patient presented with chest pain. Balloon angioplasty was performed with an unknown balloon catheter in the ostial and mid ramus. Upon removal of the pt2 guide wire, it was noted that the distal tip of the guide wire had become detached. The physician opted not to remove the wire fragment and it remained in the distal ramus branch at procedure end. There were no additional patient complications reported and the patient¿s condition was reported as ¿stable¿.

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).